Manufacturer narrative:
The btt meets the distal insufflation flow rate specification. The customer complaint is not confirmed.

Event description:
The hospital reported that during the evh procedure, it was noticed that there was no flow through the short port. A replacement unit was opened to continue the procedure. When starting the ligation portion of the procedure, it was noticed that the bisector was not cutting the branches. The harvester used the replacement bisector from the kit that was opened when the short port did not work. The hospital did not report any patient complications.